Event description:
It was reported that the catheter was placed in the pt's subclavian in the intensive care unit. After the catheter was inserted and sutured using the catheter clamp, the nursing staff noticed the catheter had pulled back through the clamp and was not in the vein and was in the subcutaneous tissue. As a result, the catheter was removed. There was a delay in treatment, no pt death, and no complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.